Event description:
It was reported that the mother board needed to be changed and that the ultrasonic sensor was damage. There was no patient involvement and patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Evaluation codes: updated. Product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. Based on review of service history and information provided by the customer, we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.